Event description:
Follow up information received reported that the patient met their healthcare professional/company representative on (B)(6) 2012 and received assistance which resolved their concerns. The patient also noted that they still had concerns with their device therapy but had an appointment with their physician on (B)(6) 2012. Further following information received indicated that the patient was running implantable neurostimulator (ins) with 4 programs at a high rate and amplitude which required them to constantly recharge their ins battery. The patient was reprogrammed to 2 programs by the company representative to get the same coverage for their pain. It was reported that the patient did not have any further recharging problems since the reprogramming.

Event description:
It was reported the patient was experiencing recharging issues. It used to take the patient 1-2 hours to recharge her implantable neurostimulator (ins), but the last few days it was taking all day to recharge. This had happened before, but the recharge duration went back to normal once the ins was reprogrammed. There were no recent falls/trauma, but the patient did mention something about 1 year ago. Stimulation was used everyday. The stimulation was turning off and the patient had to turn it back on. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial # (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial # (B)(4), product type: recharger. Product ID: 37743, serial # (B)(4), product type: programmer. (B)(4).